Event description:
Delay in procedure due to equipment malfunction. Erbe would not connect with the grounding pads. Three (3) different grounding pads were tried. A different erbe machine was brought into the room to be used.